Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone, he was having issues with the insulin pump as the buttons kept sticking and it also had scratches on the screen. Customer's blood glucose was unknown. Customer didn't know his blood glucose at the time of the keypad issues. The up arrow is not responding properly he has to press it really hard and it has to be pressed in the correct spot. Customer didn't recall any significant event which may have cause the device to alarm. Customer was advised to discontinue use of the device, revert to back up plan, and the device need to be replaced. Customer agreed to return the device for further analysis. As for the damage scratches are all over the screen and made it look a bit foggy. Customer was unaware how damage occurred. Customer stated he was able to read the display but it's getting harder to read.